Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system triggered a high, out of range (oor) shock impedance alert on latitude, but the other lead values were not present as the device had been reprogrammed recently and they would be needing to wait for the measurements to be available. Some options were discussed on how to proceed. The system remains in service. No adverse patient effects reported.